Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer head nurse. According to the nurse, after having done the same tests with the same ultra-sound probe with other patients, the problem has not been found anymore. In agreement with the customer, the call was closed. Based on the information available, we were unable to replicate the reported problem. The reported problem was not confirmed, but could not be ruled out at the time of the initial event. The device was found to be operating per specifications and no failure was identified, at the time the nurse tested the probe. The cause of the issue was unable to be confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporter and reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on an avalon fm30 fetal monitor indicating that the monitor reports a fetal heart rate that does not correspond to the auscultated heart rate and consequently marks alarm continuously. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.